Manufacturer narrative:
Added information to section b5: air volume entered in the system could not be determined. Updated section d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Added related report reference to section h10. Patient demographics unable to be obtained. It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. There are manufacturing controls are in place related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, when aspirating blood for an arterial blood gas in a critically ill patient using this pressure monitoring set with vamp plus, air bubbles were noticed in the vamp reservoir and tubing. Air volume entered in the system could not be determined. All stopcocks were checked and verified to be closed. Then, the arterial access was closed and device disconnected with no air reinfusing into patient (manufacturer reference 2026-03152-01). The vamp was replaced for another from the same lot, and the issue reoccurred (manufacturer reference 2026-03152-02). Finally, a third device from a different lot was used and no issues were found. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis. However, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when aspirating blood for an arterial blood gas in a critically ill patient using this pressure monitoring set with vamp plus, air bubbles were noticed in the vamp reservoir and tubing. All stopcocks were checked and verified to be closed. Then, the arterial access was closed and device disconnected with no air reinfusing into patient (complaint manufacturer's reference (B)(4)). The vamp was replaced for another from the same lot, and the issue reoccurred (complaint manufacturer's reference (B)(4)). Finally, a third device from a different lot was used and no issues were found. There was no allegation of patient injury. The devices were available for evaluation.